Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulation is off and they need assistance turning it back on. Patient stated that when they go to unlock the controller the screen goes blank, whereas they used to be able to unlock the controller just fine. Patient noted that their device has always worked so they forgot about the stimulation on/off button because they have not had to use it. Agent walked patient through how to turn stimulation on/off and patient confirmed they were able to do so. Agent reviewed stimulation general use with the patient. The troubleshooting steps that were taken on the call resolved the issue. Agent was unable to obtain further information as patient ended the call.